Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, multiple attempts for obtaining additional information and for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Historically, this type of damage to the product has been due to a non-neutral ph solution being used in the cleaning process, which does not follow the cleaning and sterilization instructions contained with the mitek instrument instructions for use. However, no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained in the future, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a quality problem of equipment number (B)(4), tunnel dilators sizes 6mm-10.5mm. They present the elimination of oxide after sterilization. The products are consigned in the client. This complaint involves thirteen devices. This (B)(4) captures ten devices while the linked (B)(4) captures remaining three devices. This is report 1 of 10 for (B)(4).